Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedures in the last week, the clip applier cut before it clamped and was not stopping the bleeding. Case completed with harmonic to seal the vessels. There were no patient consequences. No additional information was available.

Manufacturer narrative:
(B)(4). Event description: it was reported that during an unknown procedure in the last week, the clip applier cut before it clamped and was not stopping the bleeding. Case completed with harmonic to seal the vessels. There were no patient consequences. No additional information "was available. Lot number is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure in the last week, the clip applier cut before it clamped and was not stopping the bleeding. Case completed with harmonic to seal the vessels. There were no patient consequences. No additional information "was available.